Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2011: the pump was returned for investigation and evaluation revealed intermittent button response that had not been reported by the user.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The down arrow button was found to be intermittently responsive during testing. Upon examination, contamination was observed under the down button key contact. The user¿s complaint of a dim display was confirmed. The display screen was found to be pink and dim indicating a defective lcd. Scratches were observed on the plastic display bezel. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).